Event description:
Customer reported receiving two readings on his freestyle freedom blood glucose meter and gave himself insulin based upon the readings received. He reported readings of 170 mg/dl and 141 mg/dl done within 10 minutes of each other. The readings when plotted on a parkes error grid fell into the "a" zone, showing the difference in values is not considered clinically significant. However, after self-administering the insulin, (dosage unk), customer reported he lost consciousness. Paramedics were called and started an intravenous infusion. He was also given a sandwich to eat. There was no report of death or permanent injury with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.